Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review did not show records of issues with the material at the time it was assembled. The complaint cannot be confirmed with the info provided. In order to perform a proper investigation to determine a corrective action, it is necessary to evaluate the sample involved in the incident.

Event description:
The complaint reported as: the customer alleges that the mask did not aerate liquid in the chamber to form adequate mist. No pt injury reported.